Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
On (B)(6) 2016, the device was implanted via v-p shunt to the patient who was (B)(6) years old male with normal pressure hydrocephalus. The surgeon confirmed flow of the valve (pressure setting was 5) to distal catheter and proximal catheter before surgery. After ventricular puncture, the surgeon inserted proximal catheter but could not flow from distal valve. The valve was replaced with another one (lot#: cvbcn2), and the proximal catheter was replaced. Therefore this surgery was completed. There was no adverse consequence to the patient and no further information was provided by hospital.

Manufacturer narrative:
Updated UDI: (B)(4). Device evaluation: model #/lot #, device available for evaluation?, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, device manufacture date, evaluation codes, additional MFR narrative. Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 5. The valve was visually inspected: no defects were noted. The valve was hydrated for 24 hours. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The catheters were irrigated, no occlusions noted. The valve was reflux tested, the valve passed the test. The siphon guard was tested, the valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-8805 with lot cvbcjb, conformed to the specifications when released to stock in 11th march 2016. No root cause could be determined for the valve as the problem reported by the customer was not confirmed. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.